Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and delivered anti-tachycardia pacing (atp) inappropriately to the patient multiple times over the past few months. The settings for the device were recommended to be reprogrammed. The device remains in service. No additional adverse patient effects were reported.